Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had and the pump had off no power alarm. The customer¿s blood glucose level was unknown. Customer stated that they did not receive a low battery alert prior to the off no power alert. Customer stated that was not the second occurrence of off no power without a low battery warning. The customer was advised the pump will need to be replaced. The customer was advised to monitor pump. The insulin pump will not be returned for analysis.